Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 07, 2021 that a hot axios stent was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the delivery system was difficult to advance into the pseudocyst. The first flange was deployed successfully; however, resistance was encountered, the delivery system broke, and the second flange did not deploy. The stent was removed partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.